Manufacturer narrative:
Device remains implanted.

Event description:
An afx bifurcated stent graft was implanted with a vela suprarenal cuff to treat an abdominal aortic aneurysm. Patient returned for post operative follow-up at approximately 8 months showing the presence of a type ia endoleak. A re-intervention is planned at a later date to treat the endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.